Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause and root cause of the reportable issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterofiberscope exhibited due to a dent on forceps channel port, water tightness was lost. There was no patient involvement.